Manufacturer narrative:
The used extension set was returned with the tubing separated from the t-body bond. Subsequent investigation showed that the bond depth was less than 50%. The complaint was confirmed. The probable cause is insufficient bond depth insertion during manual bonding process. No device history (DHR) lot review was conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received however the investigation of the device has not yet been completed. The lot number of the device is unknown; therefore, the manufacturing and expiration dates are not available.

Event description:
It was reported that when the registered nurse (rn) lifted the device that was connected to the umbilical arterial catheter while holding onto the luer lock, the tubing fell out of the connection to the t piece, allowing blood to free flow out. The line was clamped manually to stop the blood flow. The infusate was reported to be 0.45% sodium chloride with 1 unit heparin/cc and the amount of blood loss was 1ml. The device was reported to have been replaced and infusion resumed without further incident. No harm to the patient was reported. No additional information is available.